Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial # unknown, product type: catheter. Analysis identified high resistance of the battery. Analysis identified a resonator anomaly of the pump alarm. Analysis identified coring/tears/cuts in the seal of the sutureless catheter connector that met leak criteria. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20 mg/ml, 3.947 mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The pump was replaced due to elective replacement indicator (eri). When the pocket was opened, a white sticky substance was found around the pump. The hcp had not seen this before. The pump was replaced on (B)(6) 2018 to include a new pump catheter connection (7.6 cm). There were no known environmental/external/patient factors that may have led or contributed to the issue. No patient symptoms were reported. The pump would be returned. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. No complications were reported/anticipated.